Manufacturer narrative:
The insulin pump was returned with pump error 24 was that was confirmed on formatted history file due to moisture damage on the electronics assembly printed circuit board assembly. Unable to perform occlusion test and force sensor test due to moisture damaged. The insulin pump was monitor. And no unexpected pump error 23 and pump error 3 noted after battery insertion. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed multiple errors. Customer reverted to backup plan per doctor. Reviewed alarm history, multiple error alarm were received such as error 3, error 23 and error 24. Advised customer the insulin pump will be replaced. The customer's blood glucose was 130mg/dl.